Manufacturer narrative:
Device was evaluated by third party field service engineer.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's blower assembly needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's blower assembly needs to be replaced to address the issue. The device's system board, 3-way solenoid valve, and the blower assembly were replaced to address the issue.